Event description:
The customer generated discrepant results between abbott prism htlv-I/htlv-ii, abbott htlv-I/htlv-ii eia, ortho eia, and inno-lia (innogenetics lia is not a licensed test and is used for research purposes only) on five samples. The exact number of freeze thaw cycles for the samples is unknown. The following info is for donor sample one of five. Sample tested prism htlv negative, htlv eia repeat reactive, and lia positive. The sample was sent to another laboratory where it tested ortho eia repeat reactive and lia negative. No impact to patient management was reported.

Manufacturer narrative:
The prism htlv-I/htlv-ii package insert states in the specimen collection and preparation for analysis section that some specimens that have undergone multiple freeze-thaw cycles or have been stored frozen for prolonged periods may give erroneous or inconsistent test results. The sample for which the discrepant test results was observed had been stored since 2006 and the number of freeze/thaw cycles is unknown. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.